Manufacturer narrative:
Patient post care instructions state that petrolatum or other recover balm is to be applied immediately after treatment and not washed off for the first 24 hours. After that the face is to cleansed and petrolatum reapplied to keep the skin moist until peeling occurs. This usually takes 3 to 5 days. The pt was seen the next day with her skin dry.

Event description:
Patient treated with portrait psr may have developed slight scarring and pigmentation changes. The pt was treated with high energy full face, but went to work the next day and did not appear to be following the post treatment care instructions.